Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a thin flap in a patients right eye and that the inferior portion of the flap tore. The flap was replaced after successful treatment and a bandage contact lens was placed on the eye. The surgeon noted that laser was recalibrated and the cone lot was not used on further patients. The patient was seen one day post-op and was reported as doing well but will continued to be monitored. There are two related reports for this event. This report addresses patient #2 and another manufacturer report will be filed for patient #1.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. Review of the logfiles for the day of treatment showed no abnormalities that could have contributed to this event. No abnormalities or deviations can be identified by the logfile review. The clinical review shows that the root cause for the thinner flap creation is most likely a user handling and patient specific anatomy properties. No technical root cause was identified as the product was found to be within specifications. The most likely root cause is user handling and patient specific anatomy . (B)(4).